Event description:
It was reported that this pacemaker entered safety mode. During transition to safety mode, the device recorded a six second pacing inhibition. As a result, the patient lost consciousness and fell, leading to sustained bleeding. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.